Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The surgeon indicated the technician did not use enough viscoelastic. As the lens was injected into the capsular bag, the lagging haptic was found to be bonded to the edge of the optic. The lens was placed and appeared to be moderately centered. One day post op the patient complained of blurry vision. Approximately one week post op, the lens was explanted and replaced. The surgeon indicated the patient was doing very well with the second iol.